Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited intermittent loss of sensing and capture. The patient complained of dizziness. The lead was repositioned successfully. Upon post procedure interrogation, the device exhibited false elective replacement indicator/end of life alerts due to cautery exposure during the procedure. The device was restored to resolve the issue. The patient was stable before, during and after the procedure.